Event description:
Complaint received that alleges "pt states that her upper left arm fused together with her shoulder and was unable to raise arm." Product not returned for eval or review. No additional info received from pt, and/or clinician regarding additional details of incident and/or observation during use.